Event description:
During the preparation for atrial fibrillation ablation (transseptal puncture phase), a complication in the septal puncture caused a pericardial effusion, followed by a pericardiocentesis, and from a complication of this, a perforation of the pulmonary artery, which led to the patient's death. The procedure was not completed. The surgical procedure was interrupted due to severe complication. Medical intervention included a pericardiocentesis and then sternal cardiac surgery opening for pulmonary artery repair. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).